Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The clinician had failed to depress the plunger completely before rotating it to release the capsule. The device was returned with the capsule still attached to the delivery system. No blood or tissue was present and the delivery system had been folded at some point. The analyst was able to pull back on the plunger and the capsule released.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. No serious injury to the pt was reported.